Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 3708660 neuro extension, implanted: (B)(6) 2013; 3387s-40 deep brain stimulator, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented for a follow up appointment after implant of a deep brain stimulator and absorbable envelope and redness was observed at the device site. Infection was suspected and the patient was treated with antibiotics and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.